Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the carrier would not properly go through mesher. One of the meshing rollers was dull. On (B)(6) 2018, it was clarified that the event was not identified after a recent purchase or repair. There was no medical intervention or additional surgical procedures were required. Another device was used to complete the surgery. An additional skin graft was required to complete the surgery. The device was not bent or damaged. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) six times as documented in the repair reports in livelink. The last repair was (B)(6) 2015 where it was reported that the device was dropped and the damaged comb was replaced. This is not a related issue. The device history record (DHR) for serial numbers (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. The device history record (DHR) review for serial number (B)(4) was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. An issue evaluation has been opened to investigate this matter. Zimmer biomet surgical has not previously repaired/evaluated any of the cutters as documented in the repair reports in livelink. Product review of the skin graft mesher on (B)(6) 2018 revealed that the comb, roller, latching pins, and shoulder bolts were all damaged on the device. The pretests could not be performed due to the damaged components. The 1.5:1 ratio cutter, serial number (B)(4), the 2:1 ratio cutter, serial number (B)(4), and the 3:1 ratio cutter, serial number (B)(4) all failed to produce a passing sample mesh and were deemed non-repairable. The 4:1 ratio cutter, serial number (B)(4) produced a passing sample graft. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb, ball detents, washers, shoulder bolts, and latching pins. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per zpo 13.214. The reported event was confirmed since the damaged components could cause the carrier to not properly feed through the device. The roller was also found to be damaged. The cause of the carrier not properly feeding through the device was due to the damage roller and cutter which did not allowing the carrier to catch on the roller to move through the mesher. The root cause of the carrier not properly feeding through the device and the roller being dull could not be determined since it is unknown how the damage occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during surgery, the carrier would not properly go through mesher. One of the meshing rollers was dull. An alternate device was used to complete the surgery. No adverse events were reported as a result of this malfunction.